Manufacturer narrative:
Final analysis confirmed the reported complaint of backup operation. The backup operation was caused by a depletion in battery voltage. The battery anomaly could not be determined.

Event description:
It was reported that implantable cardiac monitor device exhibited backup vvi operation while still in the box.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.